Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4), would like to get some help on flashing 8100 to v9.33, biomed rob tried to re-flash the pump module but getting an error code of 200.5040, I told (B)(6) that the software that he flashed is not compatible with 8015 (B)(4), I ask to remote in so I can verify his settings on the asm software, he did allow me to remote in and I found out that the flash package .xml that he was using was the older version. After setting up the correct flash package on (B)(4) and flashed the pump module, now the device is working now and able to verify to (B)(4), issue was resolved.